Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue, and found it was due to failure of the charge coupled device (ccd). Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. During the device evaluation, service observed lines in the image due to failure of the charge coupled device (ccd). In addition, the distal end cap was damaged. The rubber adhesive in the bending section was worn. The bending tube in the bending section was worn. The insertion tube/connecting tube was compressed and scratched. The paint on the air/water cylinder was worn and peeling off. The paint on the suction cylinder was worn and peeling off. The angulation system was out of specification. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer sent the subject device to an olympus service center for evaluation with a report that the endoscopic image was noisy/blurry. There was no patient or user injury reported.